Manufacturer narrative:
The beckman coulter field service engineer (fse) was dispatched to the customer site. The fse investigated and found the probable cause is malfunctioning ratio pump and/or valves on the stack. The fse removed and replaced both the ratio pump and r/p watt burkert valves. Additionally, aligned the sample probe to the eic cup, primed, and checked for leaks and air bubbles as routine troubleshooting to resolve the issue. Section a2, a4 and a5: information was not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of low anion gap values for ise (ion selective electrode) patient samples, which include sodium (na), potassium (k), chloride (cl), and carbon dioxide (co2), on their dxc 600i clinical chemistry analyzer (pn a25639, sn (B)(6). Quality control (qc) was within specification prior to the event. Two erroneous results were released outside of the customer¿s laboratory. The customer confirmed patient treatment was not affected despite releasing two questioned ise patient results. There was no report of injury, illness, or death associated with this event. The customer did not provide patient demographics.